Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reportedly due to an unspecified fungal infection (no further detail was provided). It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin (dose, frequency, duration and route not reported). At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. On an unreported date, dianeal therapy was discontinued due to the peritonitis (no further detail was provided). No additional information is available.